Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of hospitalization was 600 mg/dl. Customer's current blood glucose was 201 mg/dl. Customer reported that the insulin pump alarmed button error and no delivery. Customer reported that the insulin pump has an unresponsive keypad. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned and replaced.